Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was repositioned due to dislodgment. The patient with this lead and an implantable cardiovertor defibrillator (ICD) was receiving inappropriate therapy.